Manufacturer narrative:
The customer is using a copan 305c collection kit which is on-label. Although requested, data was not provided. Given data was not provided an in depth assessment could not be performed. An investigation on the alleged reagent was performed and ruled out any contribution to the allegation. Device code updated. (B)(4).

Manufacturer narrative:
Investigation is on-going. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in the united states reported that a false positive sars-cov-2, flu a, and flu b result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. The sample was retested on cepheid and it generated negative results on all three targets. The sample was collected using a nasopharyngeal swab with copan universal transfer medium. Though requested, no additional information is available. The negative results were reported to the clinician. No harm was alleged.